Manufacturer narrative:
It was confirmed that the display was out of calibration. The display connection was cleaned and reset and display parameters were reset. The display was calibrated, the software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was unable to be properly calibrated. The programmer was returned for service. There was no patient involvement.